Event description:
In 05/2005 that a customer had a problem with a scalpel electrode. The customer stated deceleration was noted on monitor at 1 1/2 min. The scalpel electrode was applied. The fetal heart rate was initially 60 then dropped to 30, total deceleration with scalp electrode was six minutes. An emergency c-section was performed. No body or nuchal cord was noted and no reason was noted for the prolonged deceleration. Apgars were 8/8. After thought was to change external cord but too much of an emergency at the time.